Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of uneven and lumpy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of skin irritation: "undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : induration or nodules at the injection site. Poor effect or weak filling effect."

Event description:
Healthcare professional reported treating a patient that had been injected with unspecified juvederm ultra plus in the top lips by another doctor. The patient's lips have since become "uneven and lumpy." Patient was treated with hylaise. Symptoms are ongoing.